Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of the pump needing new batteries for unknown reasons was confirmed. Inspection of the device found that this was caused by failure code 570. The pump's batteries also had 206 discharges below the alarm threshold. These indicate that the pump's batteries are damaged, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).

Event description:
The facility reported a pump that needs new batteries for unknown reasons. This occurred during patient use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.